Event description:
It was reported that an infusor bladder was ruptured. This was noticed ten hours after patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection of the sample it was noticed that the bladder was ruptured in a footing position. The bladder external/internal surfaces and the rupture line were examined for evidence of markings, abrasions, voids, embedded particulate matter, unevenly mixed rubber on or near the rupture line, and external damage or rough surfaces on the stress membrane. As a result, it was found that the interior surface of the bladder near the rupture line had some marking, which indicated an internal damage. Initial evaluation confirmed the reported condition. However, the assignable cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.